Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/malposition /migration of essure device location of device: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stone, acid reflux (oesophageal) and arthritis. Concomitant products included hydrocodone, ibuprofen (motrin children) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vision blurred ("vision probs/blurr"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder probs.") And urinary tract disorder ("urinary tract disorder"). In (B)(6) 2015, the patient experienced skin discolouration ("dark spots on face /hormonal changes describe: facial marks"). In (B)(6) 2015, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain"). In (B)(6) 2017, the patient experienced tooth disorder ("dental probs."). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal surgery, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, bladder disorder, abdominal pain upper and urinary tract disorder outcome was unknown and the pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain, fatigue, alopecia, gastrointestinal disorder, tooth disorder, migraine, headache, vision blurred, weight increased and skin discolouration had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, bladder disorder, device expulsion, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, migraine, pelvic pain, skin discolouration, tooth disorder, urinary tract disorder, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment pelvic pain,apareunia, dyspareunia, abdominal pain, migration, bladder probs, fatigue, hair loss, gi conditions, dental probs, migraine, headaches, vision probs, weight gain, dark spots on face plaintiff performed additional surgery (B)(6) 2013: other. Current weight 144 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: the essure implant on the right is adequately positioned. There is no evidence of tubal patency on the right. 2. There are two essure implants positioned on the left. The more laterally positioned essure implant is well placed and there is no evidence of tubal patency on the left. The exam however is complicated by a more medially positioned essure implant on the left. Part of which extends into the left uterine cornua. Detached from this essure implant is a coil that is also within the left uterine cornua. The remainder of that medially positioned essure implant on the left is directed cephalad and is outside of the uterus and left-sided fallopian tube. 3. Since our prior exam of ((B)(6) 2012), the laterally positioned essure implant has been placed on the left. The more medially positioned essure implant on the left remains unchanged in position. The detached coil from that medially position implant was not visible previously. The fallopian tube on the left was patent on the prior study though there is no evidence of tubal patency on the left in this current study.. Imaging procedure - on (B)(6) 2012: essure confirmation test(unspecified): malposition. Ultrasound abdomen - on (B)(6) 2018: diagnosis: gastroesophageal reflux disease, esophagitis presence not specified (primary), right upper quadrant abdominal pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs and mr received : event device dislocation is updated to device expulsion, event vision problem is updated to blurred vision, events added- urinary tract disorder, stomach pain. Aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), bladder disorder ("bladder probs."), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental probs."), migraine ("migraine"), headache ("headaches"), visual impairment ("vision probs") and skin discolouration ("dark spots on face") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure coil removal surgery, tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and bladder disorder outcome was unknown and the pelvic pain, female sexual dysfunction, dyspareunia, abdominal pain, fatigue, alopecia, gastrointestinal disorder, tooth disorder, migraine, headache, visual impairment, weight increased and skin discolouration had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, migraine, pelvic pain, skin discolouration, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment pelvic pain,apareunia, dyspareunia, abdominal pain, migration, bladder probs, fatigue, hair loss, gi conditions, dental probs, migraine, headaches, vision probs, weight gain, dark spots on face plaintiff performed additional surgery (B)(6) 2013: other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(unspecified): malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events apareunia, dyspareunia, abdominal pain, migration, bladder probs, fatigue, hair loss, gi conditions, dental probs, migraine, headaches, vision probs, weight gain, dark spots on face were added. Lab data, reporter¿s information, patient¿s demographics were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.